Event description:
A report was received that the pt was to undergo a pocket revision due to difficulty charging. During the revision, the ipg was replaced because it did not have a charge and the physician relocated the pocket to help with charging.